Manufacturer narrative:
Reference: voluntary medwatch report #mw5153179.

Event description:
Voluntary medwatch received states that the patient with noise, low pacing impedance, and functional under-sensing exhibited by the right atrial lead. The lead was reported as in service. There were no adverse patient consequences. No additional information was available.